Manufacturer narrative:
Additional information added in h3, h6 and h11. H11: the device was received for evaluation. A visual inspection with the naked eye was performed with no issues observed. There was no evidence of damage to the female connector. Functional tests which included leak, clear passage, and clamp function tests were performed with no issues noted. The transfer set was connected and disconnected using an in-lab patient connector by hand with no issues. A torque engagement test was performed and the engage and disengage force to open and close the twist sleeve was acceptable and met specification. The reported condition was not verified. The sample met specifications. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a minicap transfer set had a connection issue which caused a disconnection. This was described as ¿had loose, and the minicap is prone to fall off¿. It was further stated, ¿the mini cap fell off due to the transfer set issue¿. This occurred during use of the device for peritoneal dialysis therapy. There was no report of patient injury or medical intervention associated with this event. No additional information is available.